Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted in the patient, therefore no engineering investigation could be performed. Patient is doing well there is no response letter requested by physician.

Manufacturer narrative:
Followup communication with physician reported that during the 2nd procedure the bio a mesh was trimmed to a round corner.

Event description:
This report is being submitted as followup 1 to MFR report #3003910212-2014-00005

Event description:
It was reported to gore that patient developed intra-abdominal bleeding secondary to the sharp corner of the bio-a tr mesh eroding into a vessel running along the diaphragm. Bleeding was controlled during re-exploring procedure and patient is doing well.